Manufacturer narrative:
The siemens customer service engineer contacted a siemens customer care center (ccc) to report a falsely elevated hcg result obtained on a patient sample on a dimension instrument. The customer stated that the dimension instrument was out of maintenance on the date of testing. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00042 was filed for the discordant results obtained on the initial instrument.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on a dimension instrument. The discordant result was not reported to the physician(s). Another sample from the same patient was run in an edta tube on the same and alternate dimension rxl max instruments, resulting lower than the discordant result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.